Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the frx indicating that the self-test does not start. The bench repair technician evaluated the device. The brt advised the customer to remove the device from service and a replacement device will be sent under warranty. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse advised the customer to remove the device from service and a replacement device will be sent under warranty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.